Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3011050570-2023-00084 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
H4 device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. The subject device was not returned to olympus for further evaluation and testing. It was confirmed that the foot pedal ran out of batteries, so it could not pair. Once the batteries were replaced, the foot pedal paired fine. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely that the wireless footswitch could not pair with the console due to footswitch battery running out. However, a conclusive root cause could not be determined since the device was not returned for a physical evaluation. The following information is stated in the tfl-pls IFU (instructions for use) which may help to detect/prevent the issue: "the wireless footswitch is powered by two aa batteries. When batteries are low, a popup warning message will appear during startup. A low battery indicator icon will also be displayed in the top right corner of the screen." Additional details were requested regarding the reported event; however, no further information was provided. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.

Event description:
The customer reported that the wireless footswitch would not pair. Reportedly, there was no issue with the case since they used the wired foot pedal instead. There was no report of patient or user injury due to the event. The event with the tfl-pls (soltive premium superpulsed laser system) was reported on the medwatch with patient identifier (B)(6).